Event description:
The customer reported that, during reprocessing of the subject device, the nozzle was clogged with foreign material and angulation was reduced. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed foreign material was clogging the nozzle due to insufficient reprocessing. The foreign material could not be removed, therefore, the type of material could not be determined. The nozzle was not found to be deformed. The report of angulation being reduced was confirmed. Angulation was reduced due to elongation of the angle wires. In addition, the bending section cover leaked due to handling, the focusing function failed with code e204 and infinite resistance, the switches were worn, the protector was worn, and the air supply was insufficient. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that rubber of injection tube mounting part, packing of the a/w (air/water) valve etc. Was broken, then the fragments entered the a/w channel and were caught in the nozzle. The user can detect the event properly by handling the device in accordance with the following instructions for use (IFU): operation manual_ preparation and inspection. Inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function". Olympus will continue to monitor field performance for this device.